Event description:
In 2007, it was reported to bsc that during a therapeutic procedure (patient gender and age unknown), "the distal portion was detached and it was retrieved". The procedure was successfully completed with another bsc guidewire. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.